Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jan/2011, 17/july/2013, and 25/apr/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
The patient reported left side "severe breast pain". Patient additionally reported a "deflation" of a silicone implant and it "does not feel right and looks smaller" being deemed as a rupture and visibility/palpability. Later, patient called to report "capsular contracture baker grade iii". Healthcare professional called to report a bilateral implant "exchange due to the patient's concern with the product". Device was explanted.